Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead and right atrial (ra) lead exhibited high pacing impedance, and high capture threshold which resulted in failure to capture. The rv lead and ra lead was not used and replaced during the procedure. There were no patient consequences.

Manufacturer narrative:
The reported events of high pacing impedance and unacceptable threshold were not confirmed. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.